Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA.

Event description:
It was reported that the patient's vns showed a high impedance reading 2;9000ohms. The patient's device was disabled as a result, and the neurologist has put in a referral for lead revision. The patient¿s lead has been implanted just under 2 years. Further follow up with the physician confirmed that they do not know the cause for the patient's high impedance. A review of device history records for the lead confirmed that no unresolved non-conformances were found. The device met all specifications for release prior to distribution. Additionally, a review of the patient's available programming history confirmed no previous impedance issues prior to the most recent high impedance event. No known surgical intervention has occurred to date. No other relevant information has been received to date.